Manufacturer narrative:
E1 - extension number - (B)(6). The device has been received for evaluation, however, investigation is not yet complete.

Event description:
The event involved a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch where the customer reported that the paclitaxel (taxol) leaked from the filter after 30 minutes of infusion. There were no defects noted. No one was injured but the customer stated a significant waiting time for the patient while the dose is recalculated and a new bag with new tubing is prepared. There was patient involvement and no adverse events reported.

Manufacturer narrative:
Four pictures were returned showing the inline filter from different angles. The image resolution is not clear enough to identify if a leak is visible. Received one (1) used list #142550489 primary plumset attached to a blue microclave, a spiros, a bag spike adaptor w/ additive port and a sodium chloride 250ml bag. As received the inlet and outlet filter of the inline filter appeared to be wetted out with prior infusate. The set was leak tested per specification. A leak was observed from the inlet filter and outlet filter of the inline filter. The complaint of drug leakage from the filter can be confirmed. The probable cause of the leakage is due to a temporary or complete loss of hydrophobic properties of the filter material due to an infusate interaction during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.